Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular lead was implanted but was dislodged when the stylet was removed. The physician tried to reposition the lead, but the lead tip was noted to have a deformation. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended and bent and would not retract. If information is provided in the future, a supplemental report will be issued.